Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of incident. The customer¿s mother reported every time they change the battery they have to adjust the time and date. The customer did troubleshoot the issues and was unable to clear the alarm. The insulin pump will not be returned for analysis.